Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported issue was confirmed through a review of the event log of the device as a system error 2046 (negative pressure), which occurred on (B)(6) 2013. A visual inspection was performed and did not find any issues. Functional testing was performed and confirmed the negative pressure issue. The cause was determined to be a faulty pneumatic pump, which was replaced during evaluation. The device was fully tested and calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was negative pressure on the homechoice (hc) machine during use on a patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available.